Event description:
During biventricular aicd placement, difficult placement of lv lead requiring assistance of second cardiologist. A change in the patient's blood pressure and mental status then noted. Injection of dye into sheath revealed that sheath was resting in the ascending aorta.